Event description:
Patient was undergoing a left inguinal hernia repair with mesh. During the procedure, while the surgeon was using a singley surgical grasper, the tip of the grasper broke off. The grasper was removed and the tip was extracted from the patient with another grasper. There was no injury to the patient and nothing was retained.